Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric bypass the anvil became stuck and the tube detached from the anvil. The surgeon arranged a gastroscopy to release the anvil and continued surgery with another device. The last known patient status is reported as in good condition. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Additional information: device received for evaluation, device evaluation pending.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical and medical review of all data received from the site, a pmv review of complaint trends, pmv review of manufacturing records, and an evaluation of the returned device. The proximal catheter tubing was stressed with impressions from the anvil fitting barbs. The orvil anvil was observed to be tilted and separated from the tubing. Visual inspection of the orvil anvil cutting ring showed no traces of knife impression and the ring was received intact. The device was subjected to a measured orvil anvil retention test with an acceptable result. Replication of the reported condition may occur if the instrument is subjected to excessive tension. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.